Manufacturer narrative:
The device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. Tissue buildup was observed at the jaws. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it produced excess steam/smoke during ten (10) 5-second activations and shut off when the toggle was released. The jaws were cleaned per the instructions for use (IFU) and the pre-cautery test repeated. The device passed the pre-cautery test, no smoke and/or steam which could be considered excessive was observed. Based on the condition of the device as returned and the results of the investigation, the reported complain was confirmed. The most probable cause of the failure is excess tissue buildup at the jaws. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery caused excessive smoke and poor visualization. Saline had to be used to clean surface of camera excessively. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery caused excessive smoke and poor visualization. Saline had to be used to clean surface of camera excessively. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.